Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was inoperable. Patient involvement is unknown at this time. The service engineer inspected the device and was unable to confirm the reported problem. Service engineer performed an est (extended self test) and sst (short self test) and the ventilator passed all testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not on patient at the time of the reported event.